Event description:
It was reported that the continuous glucose monitor paired to the ilet stopped displaying readings due to a sensor error while the ilet was in blood glucose run mode approaching dosing stop, and the user subsequently replaced the sensor with a dexcom g7 and proceeded through warmup after experiencing intermittent communication between the cgm and the ilet; the problem pertained to communication with the device¿s electrical and magnetic components, including the antenna. Symptoms included insufficient information to characterize clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure involving the antenna within the device¿s electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.